Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was having difficulty with completing the rewind/prime sequence. Customer was assisted with priming the insulin. He was advised to place the reservoir in the reservoir compartment; customer stated that the compartment is loose. Customer's spouse stated that it seemed like the piston did not fully rewind. The device has a fully charged battery. Nothing further reported.